Event description:
The customer states that she tested her blood glucose and rec'd a reading of 256 mg/dl. She retested within 5 minutes using another contour meter, and received a reading of 106 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.